Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her son was hospitalized for a high blood glucose of 426 mg/dl due to a bent infusion set cannula. The customer was treated via manual insulin injection prior to the hospitalization; however, the customer was nauseous and vomiting. The patient's blood glucose at the time of hospital admission was 350 mg/dl. The customer was treated in the ER for three hours. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The caller declined to check the device settings. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned or replaced.